Event description:
Patient admitted to outside hospital (osh) with past week of dark urine and loh of 1463 (prior to admission loh limits 200's). Pt taking aspirin and coumadin as ordered. Inr within therapeutic ranges. On admission to (B)(6), loh 1050 with ast, alt, and total bilirubin wnl and lvad flows 7's and powers 5-6's (normal ranges for power and flows 5). Heparin started. Pentoxifylline started. Loh decreased to 656 by discharge.

Event description:
On (B)(6) 2021 patient admitted to outside hospital (osh) with hemolysis and ldh of 1463 (prior to admission loh limits 200's). Pt taking aspirin and "cournadin" as ordered. Inr within therapeutic ranges. Heparin started and ldh decreased. Pt refused vad change out at this time. On "(B)(6)" patient admitted to duke with ldh 1558 with ast, alt, and total bilirubin wnl and lvad flows 6's and powers s's (normal ranges for power and flows 5). Heparin started. Pt taken to operating room on (B)(6) 2021 for pump exchange. Thrombus noted to old pump.